Manufacturer narrative:
(B)(4). As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was seen for a wound check. It was noted the dressings were saturated with bloody, as well as, seriosanguinous drainage. The patient was admitted for blood and wound cultures and observation. Intravenous antibiotics were started. No additional adverse patient effects were reported.